Event description:
It was reported that lead dislodgement due to twiddlers syndrome was observed via fluoroscopy. The lead was capped and replaced without problems when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.